Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm greater than 5 cm in diameter. The common iliac arteries were moderately to severely calcified and 9 to 10 mm in diameter but non-tortuous, and the external iliac arteries were moderately to severely calcified, less than or equal to 6 mm in diameter. The pt also has diffuse disease of the left superficial femoral artery and popliteal artery. It was reported that after the talent bifurcated stent graft (MDR# 2953200-2009-00425) and contralateral limb were deployed and dilated with a reliant balloon, both internal iliac arteries had become occluded by the shifting of plaque during the advancement of the dilators and devices. The physicians elected not to treat the right internal iliac artery, whereas the left internal iliac artery was treated successfully with a 6 mm x 12 mm stent and became patent. Dissections involving both external iliac arteries without extravasation were also observed. The physicians elected to deploy 8 mm x 60 mm and 8 mm x 40 mm self-expanding stents in the proximal and distal right external iliac arteries, respectively. An 8 mm x 60 mm self-expanding stent was deployed in the proximal left external iliac artery, and 8 mm x 30 mm and 7 mm x 30 mm self-expanding stents were deployed in the distal left common iliac and distal left external iliac arteries, respectively. The occlusions and dissections were all successfully resolved; however, immediately after the procedure, it was discovered that the pt's left foot was pulseless. The physicians elected to re-open the groin suture site and removed a calcified plaque from the left common femoral artery, which made the vessels into the lower left extremities pt. The physicians commented all of the occlusions and dissections were caused by using 20 fr, and 22 fr. Dilators in the patient's narrow access vessels, rather than any relation to the stent grafts. It was reported that the pt had some left foot numbness for several days post-procedure, which is thought to be related to the use of spinal anesthesia rather than to the devices. It was reported that several days later, the pt was better.

Manufacturer narrative:
Other (secondary intervention required) - eval results: arterial and venous occlusion, dissection. Narrow and severely calcified vessels. Other (dilators and spinal anesthesia may have contributed to the event). Conclusions: narrow and severely calcified vessels. Other (dilators and spinal anesthesia may have contributed to the event).